Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, field action review and risk management review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation."

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: safety and effectiveness of bioraptor knotless and footprint ultra sl for lateral ankle stabilization: a retrospective review.

Event description:
It was reported that on literature review "safety and effectiveness of bioraptor knotless and footprint ultra sl for lateral ankle stabilization: a retrospective review", after a lateral ankle stabilization procedure where a bioraptor knotless was used, one patient experienced hardware complications such as pain 5 months after it was placed resulting in hardware removal. After the hardware removal, the patient returned to daily activities with no pain and no further complications.